Manufacturer narrative:
Correction: d1 follow up report stated 23ga and should have been 25ga. Additional info: evaluation completed. One 25ga vitrectomy cutter was returned loose in the opened pack tray. The label and the rest of the components were not returned. The part number and lot number cannot be determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle did not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. Due to the returned condition, loose in the tray with no tip protector, the cause of the bent needle cannot be determined.the trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Investigation is ongoing.

Event description:
The user facility in (B)(6) reported a cutter stopped while the aspiration continued. It was replaced with another cutter and the surgery was completed. No patient injury reported.